Manufacturer narrative:
(B)(4). Investigation summary: one photo of an unused extension set, model 20027e lot 20095419, was received by the customer for investigation. The photo provided is not of the reported defect and was returned to indicate where the separation and leakage took place. A yellow circle was drawn around the connection between the extension set's female luer and the attached primary set's male luer. However, since no sample or photo illustrating the reported defect was returned for failure investigation, the customer's complaint of leakage at the connecting site could not be verified. A device history record review for model 20027e lot number 20095419 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free leaked. The following information was provided by the initial reporter: material no: 20027e, batch no: 20095419. It was reported that there was detachment issues at the attachment site. Verbatim: good afternoon xxxx- I wanted to draw your attention to another tubing issue we have been experiencing in our onc clinic. We use the bd smart site extension set .2 and 1.2 micron low protein binding filters. I was notified on two occasions that there was leakage with these tubing. I was not able to save the tubing products since they had drug product in the lines and were sent back to our pharmacy. I was wondering if there have been any reported issues with leakage with these tubing.